Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleging the device will not turn on. There was no report or medical intervention. Additional failures include unit with saline contamination, ui bezel scratched and burned pca. The device was scrapped. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up will be filed.